Event description:
Per the audiologist, the pt reported pain while using the cochlear implant system and began refusing to wear it. Reportedly, the surgeon is not clear if the pain is an "adolescent refusal issue" or "true" pain. The decision was made to explant the device. There are no reimplantation plans.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.